Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead had historically high threshold measurements. In (B)(6) 2021, the lv lead was programmed lv1 to right ventricle (rv) and was later reprogrammed lv1 to can. Additional information received two years later reported that this lv lead was surgically abandoned. It was noted that the rv lead was also revised and a new lead was placed for left bundle branch area pacing. No additional adverse patient effects were reported.